Manufacturer narrative:
(B)(4).

Event description:
The patient began slowly losing stimulation after she fell on her face in a store in (B)(6) 2010 and she experienced a loss of pain relief. X-rays were taken but the results were not provided. The patient's implantable neurostimulator was reprogrammed w/o paresthesia. Additional information indicated that the leads had migrated over time and after the fall. A lead revision was performed (B)(6) 2011. A follow-up report will be sent if additional information becomes available.